Event description:
Information received by medtronic indicated that the customer had a crack in the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device and the pump was returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2023. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded) and retainer knit line damage. Cosmetic damage was confirmed at the battery tube case. Unable to lock confirmed due to retainer damage. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.